Event description:
It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited myopotential oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that non-sustained right ventricular oversensing episodes were observed. Programming changes were performed. No patient consequences.